Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced a grainy image. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found at the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, foreign matter was found within the nozzle. This was due to insufficient cleaning. Additionally, due to a pinhole on the channel tube, water tightness was lost. The connecting tube had a scratch. The plastic distal end cover had a scratch and a dent. The adhesive around the light guide lens had a white-clouded area. Adhesive around the light guide lens was peeled. The light guide lens had a crack. The adhesive around the objective lens had a white-clouded area. The adhesive around the objective lens was peeled. The connecting tube had a wrinkle. The protector of the universal cord on the control section side had a scratch. The universal cord had a scratch. The scope connector had a crack. The scope connector was dirty due to water leakage. Adhesive on the bending section cover had a white-clouded area. The adhesive on the bending section cover had a crack. Adhesive on the bending section cover had a chip, and scratch. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The universal cord had coating peeling. Due to adhesive peeling around the objective lens, a streak of flare appears in the image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.